Event description:
It was reported following deployment of the angio-seal device, the physician was not able to pull the device back and out. The device remained in the pt's groin. A surgical consult was obtained; the decision was made to remove the angio-seal device surgically. After speaking with the st. Jude medical clinical representative, the physician was going to the operating room in an attempt to cut the angio-seal device below the hub to release the device prior to the pt undergoing surgery. Additional info obtained stated the device was removed surgically and the pt did fine. It should be noted the physician was not certified on proper angio-seal sts deployment. He was previously certified on mp.